Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-11. H.6. Investigation summary: fourteen samples were received, and they came in plastic bags. Three samples came in a smaller plastic bag. All samples visually inspected using a 10x magnifier lens. All samples appeared to have damaged barrels. These are the ones shown in the four photos provided. The other three samples came in another smaller plastic bag. The three samples visually inspected for silicone droplets or any other defect. No defects of any kind found. Additionally, eight samples came in the bigger plastic bag. They were visually inspected for scale marking issues and any other defect. Six of them have an imperfection in the scale printing, and they are acceptable. The other two have defective scale printing and not acceptable. After the molding process, the barrel goes for printing the scale. Then, silicone is applied; after that, the plunger-rubber stopper is assembled. A jam could have occurred during this assembly process, and the damaged barrel was not detected in the next processes. Regarding the scale marking issue, a jam may have occurred while printing the scale creating the defective scale marking and not being detected in the next processes. As for the silicone droplets, it was not possible to confirm this symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that 3 bd¿ luer-lok syringes 60 ml experienced foreign matter contamination, eight bd¿ luer-lok syringes 60 ml experienced scale marking issues, and three bd¿ luer-lok syringes 60 ml experienced device damage/deformation and an inability to contain blood/medication. Product defects were noted prior to use. The following information was provided by the initial reporter: article: 301035, 50ml ns bulk; batch: 8079526; total batch size: 120 boxes; found defects: 14 syringes. 3 syringes with visible silicone droplets. 8 syringes with unclear scale (at the moment two batches were in the clean room, these defects can also belong to batch 8282699). 3 syringes with damage (see pictures) (at this moment two batches were in the clean room, these defects can also belong to batch 8282699).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8079526, medical device expiration date: 2023-03-31, device manufacture date: 2018-03-20. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A potential lot # was provided by the customer as: medical device lot #: 8282699, medical device expiration date: 09/30/2023, device manufacture date: 09/10/2018. (B)(4).

Event description:
It was reported that 3 bd¿ luer-lok syringes 60 ml experienced foreign matter contamination, eight bd¿ luer-lok syringes 60 ml experienced scale marking issues, and three bd¿ luer-lok syringes 60 ml experienced device damage/deformation and an inability to contain blood/medication. Product defects were noted prior to use. The following information was provided by the initial reporter: article: 301035, 50ml ns bulk. Batch: 8079526. Total batch size: 120 boxes. Found defects: 14 syringes. 3 syringes with visible silicone droplets. 8 syringes with unclear scale (at the moment two batches were in the clean room, these defects can also belong to batch 8282699). 3 syringes with damage (at this moment two batches were in the clean room, these defects can also belong to batch 8282699).